Event description:
The suspect lead was later received by the manufacturer and product analysis was completed. Visual analysis of the first returned portion showed three sets of setscrew marks on the connector pin. Abrasions were seen on the connector booth and outer tubing that did not penetrate. The second returned portion was visually analyzed and showed the pin coil was broken near the anchor tether and was dark, pitted, and showed signs of stress induced fracture. The coil break mate was pitted and had metal dissolution. Dried body fluids were seen inside the inner and outer tubes with no path of fluid ingress other than the cut ends. The coils were kinked and stretched in some areas, most likely due to manipulation during the explant process. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities outside of the pin coil break were identified. The allegation of "fracture of lead(s), failure of device" was confirmed. Due to the condition of the coil end a fracture mechanism could not be ascertained. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis worksheet was reviewed and no anomalies outside of the previously mentioned issues were seen. Internal generator data was also reviewed and showed that high impedance was seen during implant (11272 ohms).

Event description:
Additional information was received that the patient had a full revision. The suspect device has not been received by manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance and had a surgical consult. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.